Manufacturer narrative:
Relevant device(s) are: product ID: 9735994, serial/lot #: (B)(4). Device evaluated by MFR: a medtronic representative went to the site to test the equipment. The representative attempted to replace the checkpoint but the replacement checkpoint would not power up. Further testing revealed that the router needed to be replaced. The router was replaced and the system was performing as intended. The checkpoint was returned to the manufacturer for analysis. The checkpoint was tested and was unable to connect to the ip address that was supposed to be configured. Data for the system internal network was still able to route. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to connect to the electronic picture archiving and communication systems (pacs). The system was reported to be fully functional except for the pacs connection function. Inspection of system self test showed the mac address was unknown and the ip address had "unknown checkpoint" written. In stealth config, the network settings showed as "error" on each setting. Attempts to write an ip address bounced back as unable to reach host. It  appeared that the checkpoint (router) was not responding to communication attempts by the computer. The internal connections were functional. There was no patient involvement.